Event description:
In 2005 the lay user/reporter contacted life scan on behalf of the lay user/pt alleging that her ultra meter would power on and display "888" and freeze. The medical affairs specialist mailed a letter 2 days later since the reporter/pt could not be reached. The reporter was unable to specify the exact result obtained on the reported meter. The pt took oral medication following the use of the meter. He became unconscious during the time of concern and was transported to the hosp. The reporter could not provide the results obtained on the hosp meter. The pt was treated intravenously. No further info was provided. The customer care agent walked the reporter through troubleshooting and the issue was not resolved. It would have been helpful to know the results obtained around the time of the event, how long the meter had not been working properly, pt's medication regimen, the results obtained at the hosp, and diagnosis. Although there is insufficient info, the complaint is being reported as an adverse event-MDR since the reporter alleged tha the pt went to the hosp because the meter was not working properly. The meter, test strips, and control solution were replaced.